Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was not engaging. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no report of a recognition or engagement failure during this procedure in the system logs. The instrument was fully functional. Additionally, the instrument was found to have localized melting near the grip base.